Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they were changing the battery but the pump will not come on. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2013 with the following findings: a review of the black box showed data from (B)(6) 2013; the date of the complaint was (B)(6) 2013. There was no data in the black box from the time of the alleged incident. The pump powered on appropriately with a functional display, and functional auditory and vibratory features. The battery compartment was found to be intact with no evidence of moisture or contamination observed in the battery compartment. The battery cap tightened appropriately to the pump. The pump was exercised for 24 hours with no power loss. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.